Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of voltage too low for remaining battery capacity. Premature battery depletion (pbd) was suspected. An analysis of the device data by boston scientific technical services (ts) showed the device was not detecting the loss of battery energy. Device replacement or reassessment was recommended within 90 days. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has returned and been analyzed.